Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an unexpected restart alarm last night while she was at a friend's house. The customer was able to clear the alarm and rewind the insulin pump. The customer stated that the alarm did not occur shortly after inserting a new battery but had recurring alarms while in use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.